Event description:
The customer reported wires are coming out of the cable of the footswitch. The customer had to hold the cable and wiggle it occasionally to get it to work. The case was completed. In between cases they switched out the footswitch to complete cases. No pt injury was reported.

Manufacturer narrative:
The customer ordered a new footswitch. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).